Manufacturer narrative:
Follow-up #1: date of submission 03/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the keypad cover was found to be peeling. All keypad buttons were found to be unresponsive. Contamination was found under all keys contacts when the keypad button cover was removed. Unrelated to the complaint, the text on the display screen had a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.